Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 4109. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant mount was confirmed. Visual evaluation of the as returned products identified that the hex on the mount was fractured. Functional testing could not be performed since the mount was fractured. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The device was returned for evaluation and therefore the h3 was corrected to "yes". The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
It was reported by the customer that during placement of the tsvmwb10 implant, the fixture mount fractured. Tooth number #25.